Manufacturer narrative:
This report is submitted on april 05, 2018, (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site. The patient had abutment removed in (B)(6) 2018 and has been utilizing bicros hearing aid. Patient is not interested in utilizing baha in the future.